Manufacturer narrative:
The device was returned. Device interrogation revealed it was above elective replacement indicator (eri) when received. The device was found to communicate appropriately with a merlin programmer and has not reached eri.

Event description:
It was reported that the patient experienced very minimal swelling and redness. The far corner of the implantable cardiac defibrillator (ICD) header was visible. The ICD was explanted due to the erosion. New ICD was implanted on (B)(6) 2026. The patient was stable throughout.